Manufacturer narrative:
The backlight turns on and off properly on the insulin pump. The buttons respond intermittently due to flattened dome switches. The connector at the lcd board was locked. The insulin pump had cracked reservoir tube lip and minor scratches on the lcd window. (B)(4).

Event description:
Diabetes management consultant reported via phone call that the insulin pump had keypad anomaly. Customer advised the keys are sticking when pressed. Troubleshooting for keypad anomaly was performed. Customer advised the back light takes a while to respond and the buttons need to be pressed multiple times to work. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.